Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The asset device was previously returned to pentax medical from a customer on 04/25/2017 with no report of concerns. Inspection of the unit was performed on (B)(6) 2017 where the quality control inspector found the following: umbilical cable single crack under root brace. Distal cap/ case dented. Distal cap missing silicone. Passed wet leak test. Lightguide prong cover glass set loose. Umbilical cable dent. Passed dry leak test. Control body root brace cut. Customer complaint confirmed. # 2 remote control button cover cracked. Fluid invasion not observed in pve connector. Operation channel- primary mild resistance. Image mild shadow. Fluid invasion not observed in control body. Light carrying bundle distal cover glass middle chipped. Elevator wire short. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. Repairs were performed which included replacement of the following components: o-rings and seals. Root brace rubber lg connector. Bending rubber. Operation channel. Remote control button(1). Distal case/cap. Air/water tube. Angle wire. Adjusting collar. Deflector operating wire. Lcb distal cover. Light guide cable. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to the asset inventory.